Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an angiographic procedure. During the procedure, it was noted the tip of the angiographic catheter had fractured off inside of the patient. The fractured piece was successfully removed. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The end user did supply a photograph of the device showing the tip of the catheter fractured off. The customer's reported complaint description of soft-vu tip fracture is confirmed based on photographic evidence provided. Although the reported complaint description of tip fracture is confirmed, a definitive root cause for the complaint description cannot be determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).